Event description:
It was reported that an unspecified numer of bd vacutainer® pst¿ gel and lithium heparinn (lh) (B)(4) units blood collection tubes experienced erroneous results. The following information was provided by he initial reporter: material no: 367962; batch no: 8276827 + 8249566. Customer states they are experiencing false positive results for vacutainers. They are not seeing this when they run the tests on sst. The following info can be provided: our lihep psts and nahep tubes are the 13x100 (5 ml fill volume). The two lihep pst lot numbers that we demonstrated this effect were: 8276827 and 8249566.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. An email was received from the customer stating that they had received communication from roche that certain lots of roche reagents have experienced interferences from heparinized tubes from varying tube vendors. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. However, an email from customer indicated potential interferences from roche reagents. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device brand name: bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8276827. Medical device expiration date: 2019-10-31. Device manufacture date: 2018-10-03. Medical device lot #: 8249566 . Medical device expiration date: 2019-09-30. Device manufacture date: 2018-09-06.

Event description:
It was reported that an unspecified number of bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes experienced erroneous results. The following information was provided by the initial reporter: material no: 367962, batch no: 8276827,8249566. Customer states they are experiencing false positive results for vacutainers. They are not seeing this when they run the tests on sst. The following info can be provided: our lihep psts and nahep tubes are the 13 x 100 (5 ml fill volume). The two lihep pst lot numbers that we demonstrated this effect were: 8276827 and 8249566.